Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2010 the plaintiff experienced a cardiovascular event after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.